Event description:
A 75-year-old male allegedly experienced a left lateral mid-thigh 6x4 cm 2nd degree burn with the use of the 3m¿ electrosurgical patient plates 8180f, lot: 202510mv, and subsequently underwent debridement of the necrotic tissue.

Manufacturer narrative:
E2 - e3: it is unknown if the reporter is a health professional. H10: product sample was not returned to 3m for analysis; however, review of manufacturing records confirmed the released lot met all specifications. Without a sample, it is not possible to perform any tests to determine if the plate met specifications. Without additional information, it is not possible to determine the root cause of the alleged injury or whether the 3m¿ electrosurgical patient plates were the root cause. To reduce the risk of burns, all instructions should be followed as per the instructions for use (IFU). Instructions for use state, to reduce the risk of burns and pressure necroses: do not overload the patient plate with too much current. Do not activate the electrosurgical device or active accessory for more than 60 seconds in any 2-minute period, as this will overload the patient plate with current and may result in a patient burn. Use the lowest possible power setting. Use short activation times. If long activation is necessary, allow time between activations to allow the tissue under patient plate to cool. If you do not receive the desired surgical effect, stop, and verify the correct distention/irrigation solution and good patient plate contact before proceeding with electrosurgery or increasing the power setting.